Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Assessment of customer supplied instrument performance data indicated that on (B)(4) 2011, assay level one bhcg quality control results were out of specification by approximately two standard deviations above mean values in association with a specific in-use reagent pack. Associated s0 relative light units (rlus) were higher than in-house release data. Subsequent, multiple assay quality control reassessments utilizing the in-use reagent pack yielded results within and above customer established ranges. A new reagent pack was loaded onto the instrument. It was at this point that the no value, ind flagged patient results were generated. A recalibration associated with the new reagent pack failed due to poor fit. Multiple, subsequent level one bhcg quality control assessments utilizing the new reagent pack on the same instrument yielded results below and within established ranges. Associated s0 relative light units (rlus) were lower than in-house release data. A definitive root cause for this event has not been defined to date.

Event description:
The customer reported that on (B)(4) 2011 human chorionic gonadotropin (bhcg) no value results with instrument generated flags were generated on the access 2 immunoassay system for eight patient samples. The instrument flag was an indeterminate flag which is indicative of a result that cannot be distinguished from a system failure. Patient samples were repeated on the same, or an alternate, instrument and the repeat accutni results generated numerical results within the normal reference range which were considered valid. The customer provided repeat results for five of the eight patients. Beckman coulter inc. Customer technical service guided troubleshooting revealed that the s0 assay calibration standard relative light units (rlus) were higher than in-house qc release data. The initial bhcg no value results were not released from the laboratory. There was no death, serious injury or modification to patient treatment associated or attributed to this event. The samples were collected on anticoagulant tubes with gel separators and were centrifuged prior to testing. Patient demographic information was not provided by the customer.